Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient developed orthostatic hypotension and somnolence as the hcp increased the drug. The hcp commented that this event was not pump related. Later, the patient was hospitalized for a dose adjustment due to the development of abdominal spasticity. The dose was increased from 190 mcg/day to 210 mcg/day. The abdominal spasticity was controlled; the patient developed orthostatic hypotension and somnolence. The event occurred after the dose was adjusted in accordance with a "drop in temperature." Per the reporter, the symptoms were not serious, unrelated to the device system and related to the drug. The patient was reported as being recovered.